Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer alleged occlusion was caused by the cartridge. A supply change was performed resolving the occlusion. Customer's blood glucose level ranged between 187-222 mg/dl.